Event description:
Hip revision due to stem loosening. The head and stem have been revised successfully. Primary surgery date is unknown.

Manufacturer narrative:
Batch review performed on 27 may 2024: lot 2103838: (B)(4) items manufactured and released on 19-jul-2021. Expiration date: 2026-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision surgery due to stem loosening. From the radiographic images signs of stress shielding are visible. The stem mobilized because no sufficient primary stability was found and as a consequence the leg shortned and there was no osteointegration. Aseptic loosening is a possible literature described adverse event after primary hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Investigation performed by medacta hip r&d project manager: during the analysis looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Manufacturer narrative:
Information reported in this follow up: - piece returned on the (B)(6) 2024.